Event description:
Pt with paradigm insulin pump - medtronic, mini-med - brought to emergency care center via ambulance, due to severe hypoglycemic state with witnessed tonic-clonic seizures. Pt required several doses of IV dextrose 50% to raise blood glucose, and blood glucose levels remained uncontrolled for days after the initial presentation, ranging from low/normal to >500 in any given 24 hr period. Upon questioning, the pt displayed a lack of understanding of her condition - type 1 diabetes mellitus - as well as use of her insulin pump. The pt and her family initially insisted that novolog 70/30 was the correct type of insulin to use in the pump despite further questioning by several nurses, a diabetes educator, a pharmacist, and several drs. Pt reports that she occasionally uses novolog in the pump instead, if she runs out of 70/30. Of note, the insulin currently in the insulin cartridge of her pump appears clear to inspection, as opposed to cloudy. Her insulin pump uses a refillable 3 ml cartridge, which the pt states she fills by drawing insulin out of her novolog flexpen or novolog 70/30 flexpen and injecting the insulin into the pump cartridge. After interviewing the pt, I called the pt's endocrinologist's office and spoke with the endocrinologist's nurse, who was familiar with the pt. The nurse verified that the pump was supposed to use novolog insulin, not 70/30, and that the pt was never instructed to use 70/30 in the pump. The nurse verified the correct basal rates (depending on time of day) for the pump, and made a note in the pt's chart that further education, regarding diabetes mgmt and correct insulin pump use were necessary at the pt's next visit. After speaking with the nurse, I re-interviewed the pt regarding use of her insulin pump. I told her that the endocrinologist's nurse told me that novolog insulin, not novolog 70/30 insulin, was supposed to go in the pump, and the pt replied that she usually uses novolog in the pump, but that she had used 70/30 "one time only" when she ran out of novolog. Note that this statement directly contradicts her previous statement, again displaying her lack of understanding on this matter. The pt did not seem to even notice that she had contradicted her earlier statement. The pump was re-programmed with the new basal rates, the cartridge was emptied and re-filled with novolog insulin, and the pump was re-started. Of note, the pt was knowledgeable about how to connect the pump tubing to the cartridge, and the tubing to herself, but did not know how to change the basal rates on the pump. The insulin pump box contained the instruction manual for a portable compact disc player, but no instructions for use of the insulin pump. Once the pump was re-started, the pt's blood sugar levels stabilized within a few days. Prior to discharge, pt education was re-inforced, and a f/u appointment with her endocrinologist was scheduled as an outpatient that same week.